Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a bolus that was too large for dinner. The customer's blood glucose level was 70 mg/dl, and was treated by consuming juice. The contact declined to perform troubleshooting with tandem technical support.